Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires. The device is part of the advisory for this model.

Event description:
It was reported that there was difficulty interrogating the device. No telemetry, no magnet mode, and no pacing were seen on the surface ECG. It was also reported that when the device was checked three months earlier, the remaining longevity estimated to be 6-12 months.the device was removed and replaced. No patient complications were reported as a result of this event.